Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during drain cycle 4. The drain volume was 3821 ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The customer discontinued use of the device for automated peritoneal dialysis therapy and returned it to the (B)(4) facility. The device passed the homechoice return instrument test / evaluation (rite) electrical tests performed by the product analysis lab (pal). Review of the device logs revealed an additional difficulty of an increased intraperitoneal volume (iipv) had occurred on (B)(6) 2010 during cycle 4 when the device user drained out 3821 ml, which was greater than 160% the largest prescribed fill volume of 2300 ml and met iipv criteria. The product analysis laboratory evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. The device was determined to meet specifications relative to the iipv found in the logs. The assignable cause of the iipv found in the logs was determined to be: insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. The device was subsequently forwarded to service. A review of the previous service record, (B)(6) 2010, shows the device passed all required tests and calibrations prior to its release from the (B)(6) facility. No issue were identified that may have contributed to the iipv. The previous return of the device was not for any issues related to iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA investigation (B)(4).